Manufacturer narrative:
A record review was performed. A product deficiency review was performed and there is no product deficiency identified. A document, service history, and trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. The review of the device history record (DHR) for compact intutiv system showed that there were no issues or non-conformities. Manufacturing has been ruled out as a potential cause for the reported issue. No conclusive evidence identified for reported issue. The system was working within amo specifications. As a result of the investigation no product deficiency was identified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
The amo field service specialist (fss) visited customer site to inspect the unit. Fss could not duplicate the reported vitrectomy not working issue and determined that no repair is needed for this issue. Fss accomplished the 1.2 version software which was required/needed as per service bulletin and replaced apollo remote receiver printed circuit board assembly (pcba) in association with the service bulletin. While on site, fss noted that the peristaltic pump was making grinding noise; therefore, he adjusted the pump belt tension which rectified the grinding issue.fss performed the field service checklist, which the unit passed and it was found to meet amo specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that vitrectomy failed to work on the compact intuitiv console. They tried multiple cutters and packs with no improvements. They also tried cutters on their 2nd system with no improvement. It was confirmed that vitrectomy cutter was connected correctly to the console and irrigation/aspiration (ia) tubing and that the delivery mode was set to ica. The account performed a vitrectomy prime and then observed cutter under microscope at 100cpm but there was no movement at cut port, but the vitcut valve could be heard operating. It was reported that the surgeon was unable to complete vitrectomy and a follow up surgery will be scheduled with the patient. When asked the account if the patient treatments was delayed or cancelled, the response was "yes". This report pertains to the second compact intuitiv console. A separate report will be submitted for the first console.